Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-02736. This report is in reference to a clinical study patient. The patient (B)(6) is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported one of the leads had migrated during the trial phase. The surgeon was able to reposition the lead when implanting the ipg. Surgical intervention is believed to have resolved the patient's issue.